Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a procedure, the tip of the device closed on the mesentery and would not open. Another device was used to complete the procedure without incident. There was no pt injury. No further info about the incident, including how the device was removed from tissue, was available from the site.